Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The unit has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the device is returned, a follow up report will be submitted.

Event description:
Customer reported that "the pulmonary lab, reported delay with the pox on a 6-minute walk by a patient, even with the sensitivity level set to max; proper placement of pox confirmed; pox shutdown unexpectedly during the test, causing the need to use an alternate pox."